Event description:
Approximately two years post hvad implant, the patient experienced a loud vad stop alarm, and performed a controller exchange. Preliminary log file analysis confirmed a vad stop on the reported event date. There was no report of any adverse effects to the patient during the event.

Manufacturer narrative:
The product is noted to be available for evaluation, but has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records indicates that this device met all specifications for release. The controller passed all visual as well as functional testing. The log files do confirm a pmc reset and an audible-only alarm most likely caused by an esd event. This was addressed in a (B)(4). This controller was built before the implementation of the (B)(4). No additional information will be forthcoming.